Event description:
Pt was requested to return to radiology after it was discovered that the same type of thrombolytic brush that had broken off on a previos pt was used on pt. Fluoroscopy revealed a part of the thrombolytic brush was in the a-v graft. It was removed with a snare catheter.

Event description:
The pt had been seen in 2000 for declot of a hemodialysis access graft (hag) with the brush catheter. The catheter was used once for 20 seconds. The physician attempted to deploy the brush a second time, was unable to do so, and used a new device to complete the procedure. Subsequent examination of the catheter later on revealed no brush. Under fluoroscopy the next day, a one-inch piece of the brush was identified in the forearm of the pt. The material was removed from the forearm; no adverse events were reported.